Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. Customer indicated that they were hospitalized and that the pump settings were changed while in the hospital. Troubleshooting advised customer on how the bolus button feature works and the infusion set process. Customer indicated that they would contact their doctor to discuss settings and the low blood glucose. Customer declined low blood glucose troubleshooting. No further details given.